Manufacturer narrative:
Reference MFR. Report #3004209178-2016-07632 regarding previous device issues the patient experienced following a fall. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient fell on his right side in (B)(6) 2016. He experienced a loss or change of therapy and was not getting relief from therapy on any programs. After the fall, he was not having the same stimulation response from his programs, including after increasing the amplitude. Stimulation had moved since the fall. It used to be in the middle and now it had moved to the sides. It also seemed he was urinating more often. In (B)(6) 2016, he was going to the bathroom a lot, had burning near the implantable neurostimulator (ins), and therapy was off. He had seen his doctor the prior month, but the stimulation issue had not been occurring yet. Currently, he didn't feel stimulation and therapy was on and set at program 3 at 4.0 volts. The patient had looked into the medication cysta-q per his doctor's direction and had tried it with myrbetriq, which he used regularly every day. Cysta-q caused stomach cramps and it did not work too well. It also gave him sexual dreams and increased his frequency; he was going every 15 minutes. He used program 2 up to 5, didn't feel any stimulation, and was urinating ever hour. Programs 1, 3, and 4 didn't work either and he was going every 30 minutes. The patient talked to his doctor and a manufacturer representative was supposed to check and reprogram the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.